Event description:
Customer reported compact plus system blood glucose results of 5.1 mmol/l and 2.9 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).